Manufacturer narrative:
(B)(4). D10: p20-170-055s-s, can sht thd scw hd 7x55mm sterile, lot: 260917421c05. G2: united kingdom. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that one of two 7mm screws implanted during an arthroscopic ankle fusion procedure backed out less than 2 months post implantation. The patient had a non-union with pain. Both 7mm screws were revised with 8mm screws from a different manufacturer. Post-revision the patient continued to report pain and was awaiting revision of the replacement screws.